Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he is no longer receiving stimulation as he is unable to establish communication between the scs ipg and external devices (2501 comm error on programmer). The patient also reported he is experiencing a burning sensation/pain from his ipg pocket site to his left shoulder/arm/breast and the ipg has become more prominent. Moreover, it was reported the patient went to the ER due to the sensation. Surgical intervention will be taken at a later date to address the issue.